Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hernia procedure, the trocar broke and a piece disengaged into the patient's cavity but was retrieved from the patient. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the balloon, cannula, valve doors and insufflation port appeared intact. The obturator was received. The insufflation bulb was not received. The protective sheath for the balloon was disengaged. Pmv performed functional testing, the hole was covered, and the balloon was inflated using a test insufflation bulb, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged protective sheath may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.